Manufacturer narrative:
Date of report: 25aug2021. (B)(6).

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) problem. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
Attempts were made to obtain the patient context without a response. The customer bio-med did confirm during service order intake that there was no patient harm or injury reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported 'defective led alarm'. However, they are on and functioning properly. The remote service engineer identified the power switch overlay require replacement. The customer ordered a power switch overlay and will repair the device. The customer did not request for philips to evaluate the device. If the customer requests further assistance, an additional investigation will be performed and supplemental report will be submitted.